Manufacturer narrative:
Additional information added.

Event description:
Additional information received. Patient's weight was 102.5kg. Patient's pre-existing conditions included niddm (non insulin dependent diabetes mellitus), and left 2cm kidney stone. Patient's post procedure outcome was reported as stable.

Manufacturer narrative:
Additional information: investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned to manufacturer for investigation. The device was returned with the handle in the open position. The basket formation is partially open. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Functional test determined the handle actuated the basket formation to the opened position, but when in the closed position 4 mm of the closed basket formation remains outside the basket sheath. The support sheath and basket sheath are still adhered. The basket sheath tip has a stretched appearance. The clear cover on the basket wires has pulled loose. The handle was disassembled, the basket formation can be manually actuated to the opened position, but does not close completely. A review of the device history record for lot 8775193 found there were no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot number 8775193. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would not fully close when the handle was actuated. It appears that the basket wires were not collapsing properly, preventing the basket from retracting into the sheath. When attempting to close the basket, it was observed that the basket wires were stretching out the distal end of the basket sheath, and the basket wires would not fold up fully and allow the basket to withdraw properly into the sheath. The basket function is checked multiple times during manufacturing. The provided information stated that it was unknown if the device function was tested before use. It is likely the basket wires became slightly deformed at some point, either during packing / unpacking / handling or during use, and that the deformation prevented the basket from properly closing. A definitive cause for the deformed wires could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
No new event information to report.

Manufacturer narrative:
PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after insertion into patient, the ncircle delta wire tipless stone extractor wasn't closing properly; it seemed to be basket-related as opposed to another part of the device. Another of these devices was used to complete procedure successfully. There were no adverse consequences reported to the patient as a result of this occurrence.